Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted. No ramping numbers on their own or scrolling bar moving anomaly noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end capsticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 10.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.